Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via email call indicating that the customer was hospitalized and had their leg amputated due to diabetes complications. No further information was provided about the hospitalization or what may have caused the issue. The customer did not return the product back for analysis.